Event description:
It was reported that during priming with a prismaflex st100 set, an external dialysate leakage from the access luer connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, however, photos and a video were provided. Their visual inspection observed the reported leak from the access luer connection. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.